Event description:
Customer reportedly received results of 325 mg/dl, 156 mg/dl and 216 mg/dl within 10 minutes on the aviva system. Customer was using 2 different lot numbers of strips for these tests and was not able to advise which results came from which test strip lot. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for aviva test strip lot number 492284, expiration date 03/31/2015. Reference medwatch report with patient identifier (B)(6) for aviva test strip lot number 492179. The customer was not able to indicate which results came from each of these strip lots, only that both strip lots were used for these comparisons.